Event description:
After transaortic placement of a 29mm sapien xt valve in a 50:50 position, the patient went into complete heart block (chb) and temporary pacing was utilized during the procedure. One day post tavr procedure, the patient was still dependent on the temporary pacemaker and was scheduled to receive a permanent pacemaker. The patient was reportedly uncomfortable and asked to be placed in a supine position. When the head of the bed was lowered, the patient went into a full cardiac arrest and expired. At that time, echo demonstrated the valve was in place with no evidence of pericardial effusion. The patient had severely calcified native leaflets, a moderately calcified native annulus, and a moderately calcified aortic root. It was hypothesized that a piece of plaque or calcium may have broken loose from the existing calcium burden and occluded the patient¿s left main coronary artery.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker and post procedure arrhythmias are potential adverse events associated with the tavr procedure. Potential contributing factors for atrioventricular conduction disturbances after tavr include pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis, according to literature review, and as documented in a clinical technical summary written by edwards lifesciences. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. According to the (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for conduction system injuries (heart block) during the tavr procedure. Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, cardiac tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case, the cause for the complete heart block is likely related to the mechanism described above. The cause of the cardiac arrest was not confirmed; however, it was hypothesized that a piece of plaque or calcium from the exiting calcium burden may have occluded the left main coronary artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.